Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the fiber input cards required replacement. The technician made repairs to the hexavue custom room racks, tested the function and operation, confirmed the unit to be operating to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to their hexavue custom room rack has no image. The event did not occur during a patient procedure. No report of injury.